Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the avc-x was not operating properly, however a cause of the reported event could not be determined. To resolve the issue, the technician reset the avc-x. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility that prior to a patient procedure the monitor display to their hexavue ip custom room rack was showing lines. No report of injury.